Manufacturer narrative:
Supplemental report #1. Report date: september 18, 2020. Additional investigation was performed by fujifilm corporation and concluded on september 08, 2020 with the following findings: 1. The residual material around the distal tip was cultured but live bacteria were not confirmed. 2. The component analysis was conducted for the residual material around the distal tip. It was confirmed that this material was an inorganic substance (it was not an organic matter such as biofilm or killed bacteria). Fujifilm considers that there is no relationship between the positive culturing test and the subject endoscope structure or wear by normal usage; there was no device malfunction. A re-training was performed for the staff at the subject facility on the proper reprocessing procedure. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On june 06, 2020 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for streptococcus dysgalactiae sp (1 cfu). As the subject unit was being sampled and cultured as part of a post-market surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling, until culturing data were available. Following the positive culture, the endoscope was not clinically reused. An additional sampling and culturing was performed after the second disinfection, and confirmed that no high concern organisms were present. The endoscope was requested for return for instrument inspection/evaluation by fujifilm medical systems USA (fmsu). There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.

Manufacturer narrative:
The device was returned to fmsu for an inspection during which foreign matter was found in the distal tip. A definite root cause for the presence of the high concern organism could not be determined; however based on the inspection findings a possible cause may be related to inadequate cleaning of the scope. The fujifilm reprocessing manual provides instructions for routine manual cleaning/brushing of the scope distal tip and inspection of the scope's distal end using magnification immediately after manual cleaning. As a precaution, staff re-training will be performed to ensure instructions are followed. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for streptococcus dysgalactiae sp (1 cfu). As the subject unit was being sampled and cultured as part of a post-market surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling, until culturing data were available. Following the positive culture, the endoscope was not clinically reused. An additional sampling and culturing was performed after the second disinfection, and confirmed that no high concern organisms were present. The endoscope was requested for return for instrument inspection/evaluation by fujifilm medical systems USA (fmsu). There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.